Manufacturer narrative:
Sample was plasma that was severely lipemic and was centrifuged at 7149 rpm.qc was within the customer's established ranges prior to and after the event.the patient's sample was sent to bci cpls (customer product line support) for further testing. Cpls confirmed the presence of a heterophile like interferent which is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the access® 2 immunoassay system.the patient was admitted and had a cardiac catheterization performed which was normal.